Event description:
A user facility reports that an intraocular lens (iol) became stuck in the cartridge of the iol delivery system. It is not known whether there was patient impact/injury associated with this event.

Event description:
The surgeon provided additional info indicating there was no pt impact/injury associated with this event.